Manufacturer narrative:
Sensory medical sent replacement sheets and the customer confirmed it was working. In addition, sensory medical has requested return of the affected sheets. Customer states that they had thrown out the sheets. The sheet has not been received as of this report. 230728m12 is the lot number for the safety sheets involved in this complaint. Review of the manufacturing records demonstrated the lot passed required inspections. Sensory medical made seven (7) good faith efforts to obtain additional information relevant to the investigation of the reported issue. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent entrapment and other safety concerns. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required. "You are responsible for providing adult supervision when using this product." "Do not use the product if any parts are missing, damaged, or broken" page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 22 of the user manual, maintenance checklist, describes to discontinue use of the bed if anything is damaged or missing. Page 23, "how to care for your cubby": safety sheet care - hand wash cold water, use cold water and mild detergent, delicate machine wash, if needed, do not dry clean, do not iron, hang to dry. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. There was a report of minor injury as a result of the event. The child experienced a cut on his arm that required first aid (band-aid).

Event description:
The parent reported that her child had ripped both safety sheets which resulted in the child getting his limbs (arms and legs) stuck through the sheets and the mattress frame (bottom). The parent provided photos showing the sheets with substantial ripping throughout the sheets. The parent was informed by sensory medical to discontinue use of the bed until the sheets could be replaced. The parent reported the child sustained a minor injury as a result of the event. The child experienced a cut on his arm that prompted the parent to take him to his primary care doctor. The doctor administered general first aid (band-aid). No further medical treatment was necessary.